Event description:
The customer stated that the insulin pump gave a motor error alarm during the prime. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer was advised to discontinue using the insulin pump as it needed to be replaced. The customer agreed. The customer later called back stating that he was able to get the insulin pump to work and stated that he no longer needed a replacement. Advised the customer not to use the insulin pump since it failed the displacement test. However the customer insisted and stated that he would continue to use it.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.